Event description:
It was initially reported that the patient had high impedance on systems diagnostics (output status "limit, lead impedance" high) after falling and hitting his shoulder. The patient is now able to feel stimulation when they were not able to prior to the fall. Clinically the patient is doing well. There are currently no interventions planed as the patient is doing well clinically.